Manufacturer narrative:
E1: initial reporter address: 750 great northern road, sault ste. The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor did not infuse. The issue occurred during patient infusion. The device was filled with 5-fluorouracil and dextrose. There was no report of patient injury or medical associated with this event. No additional information is available.